Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. The customer reported that they received the open book image on the insulin pump screen. Customer stated that screen of insulin pump was flashing and it was beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm due to moisture damage on the force sensor. We were unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump error alarms. Moisture damage was also found on the motor and electronic assembly during visual inspection. The missing segments / partial display was not confirmed. The audio/vibrate anomaly/absence of alarm were unknown.